Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs). It should be noted that the lantern delivery microcatheter (lantern) was flushed using a 3 cc syringe between each coil implant. During the procedure, the physician experienced resistance while advancing the fourth pod pc through the lantern delivery microcatheter (lantern). It was also reported that the pod pc was advanced all the way through the lantern but was not able to advance out into the target vessel. The pod pc was then removed and was not used in the procedure. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.